Manufacturer narrative:
Analysis of the ens (97725) and the lead (977d260) found no evidence of anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot (B)(4), ubd: 16-apr-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a trial patient with a wireless external neurostimulator (wens). It was reported that the hcp removed and reinserted the lead into the wens 10 times due to sporadic impedance measurements. The impedances were not consistent on the 0-7 port and the 8-15 port. The hcp tried using another wens and continued getting sporadic impedances. The hcp then implanted another lead using the second wens and the impedances were still sporadic. The hcp decided to turn stimulation on and the patient was receiving good stimulation and coverage. The rep did not know which contact was out of range. The rep later saw the patient and they were getting good coverage and impedances were all within normal range. The rep was to send back the first ens and lead for analysis. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the sporadic impedances was unknown but that the first wens/lead system was to be sent back to the manufacture for analysis. No patient complications were reported.